Event description:
The lay user/pt contacted lifescan alleging that the product was reading inaccurate high when a control solution test was done. When the customer care advocate (cca) walked the lay user through control solution test, the result exceeded the specified control solution range but when retested with a new vial of test strips, the results came within the specified range. During the troubleshooting, the cca found out that the pt was using the correct testing technique and the meter was set to the correct unit of measure. The pt's test strips were replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Date of birth not provided.